Event description:
It was reported the patient received the following results within 15 minutes: 175 mg/dl, 459 mg/dl, 155 mg/dl, 389 mg/dl. And 422 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.